Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported loosing vacuum during phacoemulsification. The product and console were replaced and completed with no patient harm. A product sample was received at the manufacturing site and it is awaiting evaluation.

Manufacturer narrative:
Product evaluation - system: the customer reported that the vacuum kept failing during phaco with the system. The cassette pak and system were replaced and the surgery was completed. There was no patient harm. The system serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event was not able to be confirmed. Product evaluation ¿ fluid management system (fms). This is the first complaint reported for this finished consumable goods lot. However, this is the second for this issue. The review of the device history record (DHR) indicates the order was built to specification. The returned fluid management system (fms) was visually and functionally tested and passed testing. No contributing factors could be identified that could cause the customer's reported issue. The system operator's manual provides instructions regarding the ¿loss of aspiration/suction issues.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. Quality assurance will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).